Event description:
According to the reporter, while drilling for an open reduction internal fixation (orif) of the distal radius, the drill bit (310.509) became cold welded to the locking drill guide (03.110.000) and broke. Remnants of the drill bit remain inside the drill guide. Shards of the drill bit were removed and the area was irrigated copiously. The drill bit was discarded by the hospital. This is for the locking drill guide and this is report 2 of 2 for the same incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.